Manufacturer narrative:
A philips field service engineer evaluated the device and was unable to duplicate the failure. A philips clinical product specialist attempted to review the patient event file, however, files for the efficia dfm1 00 can only be opened with event review pro 5.0, which is currently not available. Without being able to review the patient event or ECG, we cannot comment on the actual event. Since successful cardioversion depends on many variables specific to the patient¿s physiological state and the circumstances surrounding the patient event, the efficia dfm100 defibrillator/monitor instructions for use (publication number 453564403811, edition 1.0, page 82) provides instruction regarding precautions during cardioversion, such as: ¿incorrect timing of synchronized cardioversion could occur if the patient has an internal pacemaker with pacemaker tails large enough to be detected as an r-wave¿ and ¿successful cardioversion depends on many variables specific to the patient¿s physiological state and the circumstances surrounding the patient event. Failure to have a successful patient outcome is not a reliable indicator of defibrillator/monitor performance. The presence or absence of muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance.¿ no parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator administered a third shock to the patient during sync and the patient entered ventricular tachycardia. A fourth shock was administered to the patient. The patient survived the incident. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.